Event description:
Reporter stated the infusion device displayed an e8 power interrupt error and the buttons do not function. The infusion device was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The up button is always active. Due to an external mechanical influence, the snap dome of the up button is pressed through. This source led to an always activated up button; therefore, the e8 message could not be confirmed because all the buttons do not react on pressure.